Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed once but was recaptured due to moderate paravalvular leak (pvl). During recapture, the patient¿s pressure dropped. The valve was deployed in an attempt to stabilize and appeared to be functioning properly, however the patient's pressure never recovered. Cardiopulmonary resuscitation (CPR) was performed for approximately 45 minutes and the patient was shocked numerous times due to being in atrial fibrillation (afib). The patient subsequently expired during the procedure. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. In this event, it was most likely due to inaccurate positioning as it was reported that the valve was recaptured. As the valve was being recaptured, the patient¿s pressure dropped. The valve was deployed and was functioning properly but the patient¿s pressure was unable to recover. Hypotension is a known potential adverse effect per the evolutr instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The patient expired during the procedure. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.